Manufacturer narrative:
A ge svc rep performed an onsite investigation. Voltages were checked and two fuses were replaced, and the xrt input was bypassed. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not power up. No pt injury was reported.